Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated the reservoirs were leaking when she put the transfer guard on the vial of insulin. Customer stated when she was priming the infusion set she received a no delivery alarm 3 times.